Manufacturer narrative:
See related regulatory report 2029214-2018-00617. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the microvascular plug detached on its own and migrated to a place where there was no harm to the patient. A second plug of the same lot was then used which was noted to have also detached too easily. There were no patient symptoms alleged.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received noted that the causes of the first plug detaching on its own, second plug detaching to easily were unknown. The patient was ultimately treated with a second plug at the target site. There was no tortuosity at the landing zone. See related regulatory report 029214-2018-00617.

Manufacturer narrative:
See related regulatory report 2029214-2018-00617. If information is provided in the future, a supplemental report will be issued.

Event description:
Here was no resistance felt during delivery a continuous flush was used during the case, and there was no bend or torque to the pushwire.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.